Manufacturer narrative:
A possible cause of the stylet perforation could be that the device may have been damaged during its introduction into the endoscope or during use if the endoscope was being used in a tortuous anatomy. If the endoscope was being used in a tortuous anatomy then this may have caused the catheter to bend and cause the support wire to come through the catheter if force was used. However, it is not possible to conclusively determine the root cause of this complaint as we are unable to replicate the conditions of use in the laboratory as the device has not being returned for evaluation or photographs provided of device. It may be noted that according to the instructions for use, ifu0096-0, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿ . There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc as per our procedure. A review of the manufacturing records for the fusion oasis-one action device of unknown lot # could not be completed as the lot number was not provided.prior to distribution, all fs-oa-10 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook ireland.the root cause of this complaint is inconclusive. Complaints of this nature will continue to be monitored for potential emerging trends. H3 other text : a possible cause of the stylet perforation could be that the device may have been damaged during its introduction into the endoscope or during use if the endoscope was being used in a tortuous anatomy. If the endoscope was being used in a tortuous anatomy then this may have caused the catheter to bend and cause the support wire to come through the catheter if force was used. However, it is not possible to conclusively determine the root cause of this complaint as we are unable to replicate the conditions of use in the laboratory as the device has not being returned for evaluation or photographs provided of device. It may be noted that according to the instructions for use, ifu0096-0, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿ . There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc as per our procedure. A review of the manufacturing records for the fusion oasis-one action device of unknown lot # could not be completed as the lot number was not provided.prior to distribution, all fs-oa-10 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook ireland.the root cause of this complaint is inconclusive. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Ercp was performed on a (B)(6) man . Sphincterotomy was performed with the fs-omni preloaded onto the 260cm acrobat wire. The wire access was successful and cholangiogram was performed which showed successful biliary wire cannulation. The doctor then attempted to put fs-oa 10 with clso-10-7 loaded into the duct short wire and failed as the device would not go up the biliary duct. The doctor then attempted to pass the same device using the long wire technique and then discovered an abnormality via x-ray. The doctor determined there had been a perforation. The doctor believes that as the device was being introduced through the ampulla it caused a perforation.